Manufacturer narrative:
H10: h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that no accessories were included. The qc button was bent. There was no excess oil noted on the outside of the unit. Normal residue noted at the joints. A functional evaluation did not reveal any problems. A broken screw mount was noted within the inner enclosure. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The device was left pressurized for 10 minutes and each test was repeated. There was no excess oil noted at the joints after the ten minute pressurization. The piston migration was at 1.91 inches. There was no excess or pooling oil noted within the enclosures. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. It is also recommended that the spider 2 instructions for use be reviewed regarding inspection of the plastic enclosure for any damage that could result in fluid entry.

Event description:
It was reported that during the set up before the surgery the spider tenet was not functional, battery was changed but the issue persisted, it was also reported a fluid leaking from the inside the spider. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.